Manufacturer narrative:
The correct information has been provided with this report. Unit was not received stuck in manufacturing mode. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, self-test and displacement accuracy test. Insulin pump passed the dat test at 0.08730 inches. No delivery anomalies or audio/vibrate/absence of alarms anomalies noted during testing. Unit was received with scratched casing, minor scratches on lcd window and pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose levels and feels that the insulin pump was not delivering properly. Blood glucose level at the time of the incident was ranging from 200 to 300 mg/dl which was treated by giving a correction bolus. Customer stated they were feeling nauseous. During troubleshooting, it was found the customer received assistance with programming the insulin pump from the trainer. Customer also mentioned that they have not gotten any alarm at all and not detecting insulin flow blockage. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.